Event description:
It was reported that a patient underwent an unknown surgical procedure and suture was used. Approximately six months after the procedure, the suture caused pain and impaired wound healing. The patient underwent reoperation. The wound was reopened and the suture was removed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the initial procedure on (B)(6) 2010 to remove varicose veins from the thigh and suture was used.